Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The proximal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation due to the left ventricular lead. The lead was explanted. A replacement lead was attempted, but not used, due to no capture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.